Manufacturer narrative:
Evaluation summary: the sample was not available for evaluation. The reported condition could not be confirmed and the root cause could not be determined.

Event description:
It was reported that a one-link y-type microbore catheter extension set experienced a no flow. This occurred when the nurse started to push a bolus dose of medication, during infusion. The facility reported that this defect has been a reoccurring issue with the pediatric sedation and PICC department. There was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.